Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) examined the system remotely and found system was unable to boot up. To resolve the reported problem, the pdu fan tray and dcps were dispatched to under another work order via nemo (no engineer material only). Investigation concludes that no further action is required currently. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.